Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The optical sensor stopped working after the pump was removed and reinserted. The product was not returned for investigation. The data logs show a decrease in the signal-to-noise ratio (snr) and confirm loss of placement signal with raw optical signal values railing negative. The data logs from the pumps used before the complaint pump had snr values within normal range. The root cause of the optical signal issue is not determined as no product was returned for investigation. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the patient was on impella cp support and there was a placement signal issue. The sensor worked at the start of the case, but midway through it stopped working. The pump continued to support the patient. The alarms were disabled. The decision was made to withdraw care, and the patient expired.